Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on the keypad trace. There was no button error alarm on the insulin pump. There was moisture damage on the lcd board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 479 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm occurred right after the pump was exposed to moisture. Customer advised the insulin pump was exposed to pool water. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.